Event description:
It was reported that the right atrial lead was not functional and the implantable defibrillator had failed to deliver high voltage therapy. A procedure was performed to cap and replace the lead as well as the device on (B)(6) 2017. No additional information was reported.